Manufacturer narrative:
The oad was received at csi for analysis. Upon visual examination, the driveshaft was observed to be damaged and severely stretched. The crown was confirmed to be detached and was not received for analysis. Scanning electron microscopy analysis of the driveshaft crown bond location confirmed the presence of residual solder, which indicated that the crown had been sufficiently attached at one point. It is hypothesized that the crown became stuck and the driveshaft was pulled until it exceeded the bond strength of the crown, causing the detachment. This is consistent with the reported details which state "the physician pulled on the oad and the crown was observed to detach in the anterior tibial artery." However, this was not confirmed, and the exact root cause of the detached crown could not be determined. When tested, the oad was found to have functioned as intended. At the conclusion of the device analysis investigation, the report that the crown of the oad detached was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
When treatment with the diamondback peripheral orbital atherectomy device (oad) was completed, the device would not move during removal attempts. The physician pulled on the oad and the crown was observed to detach in the anterior tibial artery. The crown was removed using a snare and the patient was in stable condition post-procedure.